Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09493. It was reported, the pt had been experiencing a painful sensation in her sacral area due to the ipg pushing into it. The pt also reported, she receives adequate coverage in her back and leg but not sufficient in her left hip. The pt's lead is in good placement. The pt has been reprogrammed to provide optimal coverage. The pt is working with his physician who would like to start with an injection in the sacral area and a possible revision of the ipg pocket site maybe undertaken at a later date.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.